Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was due to "oral" bacteria. The patient was hospitalized due to the event. Treatment for the event was not reported. On an unknown date, abdominal pain has recovered without treatment. At the time of this report, the patient outcome for peritonitis was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.